Manufacturer narrative:
G1/2: contact information updated due to expiration of exemption e2014018. D10: the product was received for analysis on march 27, 2019. Manufacturing site evaluation: traceability of the production of the ventricular catheter is not possible as the batch and/or serial number of the product are unknown. The catheter was inspected as article fv077p. Investigation: the ventricular catheter was received submersed in an unidentified liquid within a plastic container. Initial visual inspection determined that the catheter had been cut to length. It was also confirmed curved as reported- but not damaged. This curve is unnatural, but bears no manufacturing relationship. Our root cause analysis indicates it is the result of incorrect storage conditions. The catheters must be kept "aligned" in storage. Depending on the length of time the catheter is stored in an incorrect position, it may retain the curved condition as seen in this case. Action: the curved catheters at this facility have been removed from stock. Their storage conditions have been corrected to ensure the catheters are now stored in a straight position to prevent a recurrence. Conclusion: no manufacturing relationship to this report has been established and corrective/preventive action has been take by the facility. No trend is established for reports of this type.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "ventricular catheter was found to be deformed when opening the package in the surgical procedure. Upon removal of the stylet of the catheter, the catheter itself is bent at its tip, and it was not good for clinical use. The surgeon used a replacement catheter."